Event description:
On (B)(6) 2018, a 24 mm amplatzer sizing balloon was selected for use during implant of an 8 mm amplatzer septal occluder (aso). During the balloon preparation, the physician opened the package and found there was a kink on the tip of the balloon. The balloon was changed for a second 24 mm amplatzer sizing balloon. When the aso was deployed, the la disc had a cobra shape. The aso was re-sheathed and removed from the patient. A second 8 mm amplatzer septal occluder was successfully implanted. The patient is reported to be stable.

Manufacturer narrative:
The reported event of deformity upon deployment could not be confirmed. The investigation confirmed the device met all functional specifications when analyzed at abbott under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.

Event description:
On (B)(6) 2018, a 24mm amplatzer sizing balloon was selected for use during implant of an 8mm amplatzer septal occluder (aso). When the package of the balloon was opened, a kink was noted. The balloon was changed for a second 24mm amplatzer sizing balloon to complete the procedure. When the aso was deployed, the la disc had a cobra shape. The aso was re-sheathed and removed from the patient. A second 8mm amplatzer septal occluder was successfully implanted. The patient remained hemodynamically stable and is reported to be stable. No patient consequences were reported.